Manufacturer narrative:
The pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly and the coil windings were offset. The outer diameter (od) of the embolization coil was measured and found to be within specification. Evaluation of the returned devices revealed that the ruby coil¿s embolization coil windings were offset and the pusher assembly was kinked in multiple locations. The offset coil winding likely occurred due to forceful advancement against resistance. If the device is continuously advanced against resistance, damage such as a kinked pusher assembly may occur. The od of the embolization coil was measured and found to be within specification. Evaluation of the returned px slim revealed that the microcatheter was kinked. This type damage likely occurred due to improper handling during use. If the device is manipulated with force during use, damage such as a kink may occur. The kink in the px slim likely contributed to the resistance experienced by the physician during advancement. The returned ruby coil could not be advanced past the kinked located on the returned px slim. The returned ruby coil could be advanced through a demonstration px slim with some resistance. A demonstration ruby coil could not be advanced pass the kink in the returned px slim. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01466.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number:3005168196-2017-01466.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using ruby coils. During the procedure, while attempting to advance a ruby coil through a px slim delivery microcatheter (px slim), the physician experienced resistance; therefore, the px slim and ruby coil were removed. The procedure was completed using a new ruby coil and another px slim. It addition, there was no noted damage to the px slim after removal. There was no report of an adverse effect to the patient.